Manufacturer narrative:
The impella device was not returned by the customer and therefore, evaluation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was implanted with an impella rp pump for mechanical circulatory support. Following implant, it was noted that high purge pressure and low purge flows were encountered. The purge cassette and bag were changed, but the issue persisted. To counteract the issue, d10 with heparin was ordered from the pharmacy. Care was eventually withdrawn the following day and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome.